Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance values greater than 3000ohms high capture thresholds. Shortly afterwards the patient contacted technical services (ts) and reported sweating, shaking, chills, freezing and burning, disorientation numbness and tingling. No direct cause for the symptoms was established. After an in office visit the thresholds were reprogrammed. Subsequently during a revision procedure, the physician noted some fluid in the header of the associated cardiac resynchronization therapy defibrillator (crt-d); as a result, the lead was removed and retested with a pacing system analyzer (psa) which gave normal results. Accordingly, the fluid was removed, and the lead was reinserted. After cleaning the fluid, the physician retested, and this rv lead exhibited normal impedance measurements and normal thresholds. This rv lead remains in service. No additional adverse patient effects were reported.